Event description:
The customer reported being hospitalized for four to five days with high blood glucose over 600mg/dl. The customer mentioned that the cannula was bent in u shape. She stated that the way her trainer set her insulin pump did not allow to give herself more than two boluses, and consequently she was not able to give herself enough insulin. The customer also stated that the device did not give any sign that she was not getting insulin. The caller stated that she was taken off the insulin pump and reverted back to manual injections. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.